Event description:
It was observed during the olympus device evaluation the colonovideoscope exhibited foreign objects on the bending section cover and its adhesive. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. Additionally, the evaluation found the following non-reportable malfunction(s): angulation is not good; water tightness was lost due to damage on channel tube and deformation of light guide connector and knobs; water removal out of spec due to clogging of nozzle; dent on probe cover; connecting tube had a wrinkle; instrument guide protector had a chip; suction cylinder was shaved; scratches on switch 1, flexibility adjustment ring, grip, switch box; universal cord; video connector case; and electrical contact of video connector; control section had corrosion. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: e1 (telephone number). The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the investigation results, adhesion or clogging of the material on the cover of the bending section or distal sheath (the black covering of the bending section) due to glue was confirmed. However, the root cause of this material was not identified. It is likely that the foreign material was not removed because proper reprocessing was not conducted, likely due to leakage from the biopsy channel, light guide connector, and the control knobs for right/left and up/down angulation. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.